Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she experienced a white bump on her belly when the sensor was removed. She contacted a physician who said it looked infected and prescribed an ointment and antibiotics. At the time of the call to dexcom technical support, the patient reported the bump was gone but small red marks remained.